Event description:
It was reported by service report that the auxiliary outlet under the left foot litter is burnt and not functioning. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Auxiliary outlet.